Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia, malaise, fatigue, vomiting treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system, hospitalization: overnight stay. Customer reported the following led up to the event: it just happened, can't think of anything document treatment for high bg: gave herself a bolus but didn't lower down the bg document type of diabetes: type 1. The event involved product(s) mmt-332a, mmt-1884, mmt-397a. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 11-dec-2024 in the pump history file. (B)(6)2024 00:01:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:06:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 00:11:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 00:16:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:21:03.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:26:03.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:31:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 00:41:03.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:01:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:06:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 11-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 11-dec-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 11-dec-2024 in the pump history file. (B)(6)2024 00:33:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 00:51:20.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 22:54:52.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 01:26:03.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) the ngp power management analysis tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. There was no power data available when using the ngp power management analysis tool. Unable to check power data for low battery alert. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Lowbatteryalert (104) - unknown. Sensor error alert - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.